Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6) medical center. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during sterilization, the impactor was dropped and broke. No surgery or patient was involved in the event. Attempts have been made and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
H6: proposed component code: mechanical (g04) - impactor. Visual examination of the provided pictures identified the impactor has fractured at the threads of the impactor handle, where the impactor tip/pad normally is attached. The fragment generated is not visible in the provided pictures. Part and lot numbers confirmed. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to use error. Per instructions for use (IFU), "surgical instruments and instrument cases are susceptible to damage for a variety of reasons, which includes prolonged use, misuse, and rough or improper handling." As the device fractured due to being dropped, the device was mishandled. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.